Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported false "no food" alarms has not yet been possible. (B)(4) will update this report with new information as it becomes available.

Event description:
The customer reported that the enteralite infinity enteral pump repeatedly alarmed that no food was available, even though the feed bag was full and the pump was appropriately primed, which prevented the patient from receiving enteral formula for 9 hours. The patient was transported to the hospital in case seizure occurred due to lack of feeding. The customer reported no seizure occurred, but the patient received intravenous fluids and feedings at the hospital. (B)(4).